Event description:
It was also reported that the pt presented to the clinic in 2008, with lack of effect. The physiatrist administered a 10 mcg bolus (apparently the pt is sensitive to small doses) without any effect. X-ray was performed six days later, and nothing suspicious was seen. To see if the intrathecal baclofen therapy was working, the pt was taken off all her oral antispasmodics two days prior. Two days later, the pt's spasticity returned. She was then placed back on her oral medications and had improvement in her hypertonicity. The pt saw the neurosurgeon in the same month, for another possible revision. The neurosurgeon, at this time, stated he just wanted the infusion rate increased from 90 mcg every day to 110 mcg every day to see if the pt responded to this change. The pt was still being evaluated to see any results. See also MFR's report#: 2182207200808335.